Event description:
It was reported that during an orthopaedic procedure, the shaft of the bur broke in half. It was also reported that no pieces were left behind in the patient and no additional medication was required. It was further reported that another bur was available to successfully complete the procedure.

Manufacturer narrative:
The bur subject to this MDR has not been returned to manufacturer for evaluation as yet.